Manufacturer narrative:
The device has been returned. Once the device is investigated, a supplemental report will be submitted at the conclusion of the investigation. The manufacturer internal reference number is: (B)(4). Section: a2. Only month and year provided for date of birth (B)(6) 1990. Section: b3. Only month and year provided for date of event 03/24.

Event description:
A healthcare professional reported that the slide link from a silent nite broke (hinge). Patient started using appliance on (B)(6) 2023 through (B)(6) 2024 (no day provided). No reports of any pre-existing medical conditions. Patient states appliance was maintained by rinsing at night. No other issues reported.

Manufacturer narrative:
The device was evaluated, the investigation has been completed and the results are as follows: DHR results: the production record for the case number was reviewed, and no anomalies were identified that may have contributed to the reported event. Stock product reviewed results: no stock product was available for review since the device was fabricated per physician's prescription only. Investigation methods/results: the product was returned, but not in the original case. The device was visually inspected and the following was found: roughness - the flange was smooth; internal/external surfaces were smooth. Crack - no major crack was found. Delamination - layers were intact and did not separate. Discoloration - the device was clear and transparent. General cleanliness - the returned device appeared to be partially clean. It was observed that an anchor was broken off of the device and a connector was broken as well. Root cause description: the root cause could not be determined. A potential root cause is due to an incomplete curing which may have caused the anchor to break off. With the broken connector, a potential root cause is that the connector was not properly attached to the device. Another potential root cause for the connector breaking is due to the weak design or material of the connector. Manufacturer reference (B)(4).